Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm and power loss signal. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for power error detected alarm and power loss alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Notification light stopped flashing immediately. The insulin pump was completely dead and there was no flashing light customer does not have a new battery to change battery now. The insulin pump will not be returned for analysis.